Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer and a physical evaluation was performed. An internal and external visual inspection was performed with no physical damage noted. While visual evidence of dried fluid was identified within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was performed on the cycler during which there was no occurrence of a fluid leak. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed in relation to the reported event and an associated cause could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact date of occurrence was unknown. It was stated that the leak occurred a few days prior to (B)(6) 2017. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered that their cassette was wet when they removed it from their liberty cycler following peritoneal dialysis therapy. The patient had completed treatment prior to discovering the potential leak. The cause of the leak was not reported. The patient continued to use the cycler. A few days later, the patient encountered an unrelated alarm. Upon contacting a technical support representative, the patient was advised to discontinue use of the cycler due to the leak and a replacement cycler was sent to the patient. There was no patient injury reported that resulted from the incident. Additional information was requested but was unavailable.